Event description:
The event involved a spinning spiros® closed male luer, red cap. The customer reported that one of the spiros, which was connected to a smith¿s cadd, had been leaking on a patient for 24 hours while they were asleep. There was presence of blood on the tubing and spiros, along with potential traces of fluorouracil. There was patient involvement and unknown harm/adverse event reported. The event occurred on (B)(6) 2024; however, it was only noted on (B)(6) 2024. The patient wasn¿t harmed, just got some fluorouracil on their skin and some bedding. It was a first time cadd for the patient and they were worried about having the same pump put back on for fear of it leaking again. Mostly just concern from the patient.

Manufacturer narrative:
The device is expected to be returned for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.